Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 63-271 mg/dl..